Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the wash area and realigned wash station positions. The reagent probes were inspected, and the cse noted the reagent probe (#2) was bent. The probe was replaced, and the performance of the analyzer was verified. The cse noted no issues. Siemens reviewed the information provided and concluded that the reagent probe (#2) is not used for toxoplasma igg (toxo g) testing. The potential cause of the discordant result was a malfunction of the wash stations. The cse realigned the wash stations, and the customer noted no recurrence post service visit. The analyzer has performed according to specifications. No further evaluation of the device was required.

Event description:
A false positive toxoplasma igg (toxo g) result was obtained, on one patient sample, on the atellica im 1600 analyzer. The false positive result was reported and questioned by the physician(s). The customer performed repeat testing with the same patient sample and analyzer to confirm the correct result. The customer noted the repeat test result was negative (1,8 iu/ml) and issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive toxo g result.